Event description:
On 1/6/94, rptr underwent a bilateral mastectomy and had two implants placed. On 2/15, a red area appeared on her left chest and after 10 days of IV treatment for an infection and no improvement, her implants were removed 2/24/94. A month later the infection was diagnosed as a rare fungus infection, scedosporium inflatum (sometimes called scedosporium prolificans). She was placed on itraconazole, an anti-fungal drug. When, in april, the infection had not improved, rptr had a surgical debridement of the chest area. Tissue was removed but the infection recurred within a few weeks. On 7/1/94 rptr had a second surgical debridement. This time not only was tissue taken, but she also had a stomach muscle moved up to protect the chest and a skin graft from leg. Again the infection returned within a few weeks. On 7/27/94, she underwent a third surgical debridement for the fungus. This time a third of her sternum, parts of three ribs, and cartilage were removed, as was a back muscle, and another skin graft was necessary. Rptr has just finished taking large doses of itraconazole and her surgeon is, six months after the last surgery, very hopeful that the fungus is finally cured. There are a number of very negative effects from this series of events. First surgeons feel that rptr should never have implants again and probably can't have any kind of reconstructive breast surgery because of the loss of many muscles and the concern over weakening her immune system. So rptr feels that her body is badly mutilated. Secondly, rptr's oncologist tells her that she can't have chemotherapy because it is no longer effective a year after surgery, which increases the odds of a recurrence of breast cancer. Finally there was the emotional trauma involved in suffering from two life-threatening illnesses at the same time and undergoing five surgeries in six months. The plastic surgeon who implanted the devices doesn't feel that the fungal infection came from operating room contamination.